Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. During testing of the handle latching mechanism, it was observed that the trigger could get caught in the handle if pulled towards the right when latching and unlatching, confirming the incident experience. The device met all other functional and electrical requirements. The root cause of the incident experience is due to the handle latching mechanism of the device. If the handle trigger component is not completely centered within the handpiece, it is possible for the user to latch the trigger off-center and have the trigger catch on internal handle components when unlatching. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, device enhancements are in process which will help prevent the handle trigger from being pulled out of alignment. This document represents our final report.

Event description:
Gastric sleeve- "when closing of handle, then pushing activation button to cauterize tissue, then cut the jaws locked out and would not release very well. Had to be forced open." Patient status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.